Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, e1, e2, e3, e4, g1, g2, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device skipped on the patient and the handle is broken. The taken graft was damaged and an additional unplanned graft was taken. There was a 45-minute delay in the procedure. The patient did not require sutures. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery the device skipped on the patient and the handle is broken. There was patient impact and a delay of an unknown amount of time. Due diligence is in process and there is no additional information available.